Event description:
It was reported the patient had healing/suture site opening starting on (B)(6) 2015, which was additionally described as wound dehiscence and impaired healing at the pump implant suture site. As an intervention, the pump and catheter were explanted on (B)(6) 2015. On (B)(6) 2015, the patient had their last wound check up after the pump and catheter were explanted and the patient was doing very well and their incision site was healing well. The event was reported to have resolved without sequelae on (B)(6) 2015. The pump was used to deliver morphine.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) regarding the delivery of unknown morphine (500.0mcg/ml, 49.96mcg/day) in pain pump for non-malignant pain and radiculopathy. The patient was involved in a clinical trial. The patient was also taking oxycodone at the time of the event. The patient had a history of abdominal pain and hypersomnia.